Manufacturer narrative:
The lead was returned in 3 pieces. Analysis found multiple insulation abrasion sites. Internal abrasion sites were noted between 7.3-22.5cm and external abrasion sites were noted at 8.1-9.2cm and 15-16.1cm. The cable insulation was intact at all locations except at the internal abrasion below the svc shock coil at 19.2-19.8cm. The rv cable etfe insulation was damaged at this location, which is consistent with the observation of low hvli if the rv v cable came into contact with the svc shock coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving inappropriate shock. Externalized conductors were observed. Low impedance was observed. Double counting far p oversensing was suspected. The lead was extracted.